Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Log review showed a low-battery shutdown warning on 07/22/2025 consistent with normal operation. The reported battery suspected in the 06/27/2025 event was not returned and has since been removed from service. The device was fully evaluated with no faults found and was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.